Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a separation between pebax and electrode section. Initially, it was reported that during the operation, an error 106 was displayed on the carto system, and after the first ablation. A second device was used to complete the operation. There was no adverse event reported. The force sensor error was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion, a separation between pebax and electrode section was found, with reddish material inside it. This was assessed as MDR reportable with an awareness date of 21-jul-2025.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed foreign reddish material presumably blood inside the pebax. Then, the device was connected to the carto 3 system and the generator, and it was recognized and visualized correctly. No errors were observed. The force feature was evaluated, and the force values and the vector were detected within specifications. No force issues were observed. Further examination was conducted under microscopic imaging, and a separation between pebax and electrode section was found, with reddish material inside it. A manufacturing record evaluation was performed for the finished device 31550057m number, and no internal actions related to the reported complaint condition were identified. The separation between the pebax and electrode could be related to the force sensor error reported event by the customer. The root cause of the pebax damage could be related to the manufacturing process. Internal corrective actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting inside the device. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor may affect measurement accuracy. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).